Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer¿s blood glucose value was unknown. Customer stated that they went to pool and the insulin pump received a blank display. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer stated that the display did not return after insulin pump restart. Customer stated that the spring was neither damaged nor corroded. The device will return for the analysis.